Event description:
It was reported that the patient experienced leg and arm dyskinesia following implant. It was later reported that the patient experienced episodes of dyskinesia. One episode occurred on (B)(6) 2012 and lasted two and a half hours. During the episode the patient was not able to turn stim down, but had a general physician turn the stim down from 9 to 4 volts. Patient reported that he wasn't sure if he had taken oral medication before the episode. Physician instructed patient to decrease oral medications. Patient reported that he decreased amantadine from 4 to 3 times a day, requip from 4 to 3 times a day and compatine 8 to 4 times a day. Another episode occurred two days later at which point stim was set at 4 and patient was not able to walk or sit up in a chair. Patient felt like he "completely crashed" and "quit functioning". The patient turned his stim up to 5 and felt ok again, after which he took his oral medication which triggered another dystonia episode. The patient thought he felt nauseous after this occurred. Patient reported that physician is not aware of his second episode. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received indicated that patient was in an increased state of dyskinesia which started a couple weeks ago. Patient decreased his amplitude from 6 to 5. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7482a51, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted, product type: extension, product ID 37642, lot#, serial# (B)(4), product type: programmer, patient product ID 3389s-40, lot# v821788, serial#, implanted: 2012 (B)(6), explanted: product type: lead. (B)(4).

Event description:
Additional information reported indicated that the cause of the event was "medication." In (B)(6) 2012, a reduction in levodopa was reinforced for the patient. It was noted that the patient recovered without sequelae and that no hospitalization was required. If additional information becomes available, a follow-up report will be sent.